Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, non-sustained right ventricular oversensing (nsrvo) due to post sensed t-wave oversensing (pstwos) was noted. Technical services recommended programming changes that will resolve the issue. The patient was stable.

Event description:
Additional information was received indicating a cardiac ablation procedure was performed instead of reprogramming the device in order to resolve the event.